Event description:
Related manufacture reference number: 2017865-2022-01338. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's right ventricular lead (rv lead) exhibited noise oversensing causing pacing inhibition and high ventricular rate episodes. During procedure, it was noted that the atrial lead was found dislodged due to rv lead removal. Both leads were explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of dislodgment was inconclusive while a unrelated failure event was observed during analysis. As received, a complete lead was returned in one piece. X-ray inspection found the helix bent consistent with procedural damage. Further analysis regarding helix dislodgement could not be performed. Visual inspection found external insulation abrasion unrelated to the reported event. The damage was consistent with friction to another device or patient anatomy. No other anomalies were identified.